Manufacturer narrative:
Reporting institution phone #: (B)(6). A philips remote service engineer (rse) spoke to the customer. A loudspeaker assembly was ordered and shipped to the customer site to repair and resolve their issue.

Event description:
It was reported there was a speaker malfunctioning error. The device was not in use on a patient at the time of event, there was no patient involvement.